Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a spot on the lens that looked like oil, developed in the middle of the case. The lens was rinsed and wiped but the issue persisted. The procedure was completed with the same exalt d scope. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a spot on the lens that looked like oil, developed in the middle of the case. The lens was rinsed and wiped but the issue persisted. The procedure was completed with the same exalt d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block h11: the returned exalt model d scope was analyzed, during the functional test the scope was connected to the controller and a stain in the middle of the monitor image was displayed. A wipe was used to clean the camera lens, and the problem persisted. Water droplets were observed inside the camera lens. A flushing test was performed, and the problem persisted. It is possible that when the physician flushed water in order to clear the lens, the lens integrity could have been compromised due to temperature or pressure gradients between the air inside the camera lens and the external conditions outside the camera lens. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause selected is traced to component failure since the issue cannot be traced to a manufacturing deficiency or a design issue but rather relates to a random specific component failure of the camera lens integrity.